Manufacturer narrative:
DHR was reviewed, pump passed all previous tests. There is a previous complaint on this device analysis of the returned device was completed on april 8,2024: results of the 30 psi: the pump failed the 30 psi test with 40.35 psi on the gauge which is outside the acceptable range of 22-38 psi. A CAPA has been opened in order to fully investigate and address the root cause of the reported event.

Event description:
Zyno medical received a report that pump failed the high down occlusion tes. The readings of test were 46.7 psi or higher, which is out of OEM range.